Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer failed to boot up. The computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. No "no input detected" messages were observed. The computer passed all tests with no errors. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the doctor was trying to turn on the system and it went to "no input detected". The fans were cycling on the computer and rebooting the system did not resolve the issue. There was no patient present when this issue was identified.